Event description:
Kink noted at distal arterial bloodline pump segment at rinse back by "dpct". Rinse back not completed. Blood sample obtained. Serum "cherry red" in color. Hct 32.5%. Vital signs= b/p 190/100, pulse regular at 80. Pt denies chest pain or shortness of breath. Pt complains of "flu like" symptoms. Approx 10:40pm dr notified with orders received to dialyze pt further or transport to ER. Approx 10:45 pm pt complains of "chest tightness". Pt transported to ER per ems. B/p 170/90, pulse 80 & regular at time of transport.